Event description:
It was reported that the spinal cord stimulation (scs) patient developed an infection and was treated with antibiotics. Based on the physicians assessment, the infection was not device related. As a result, the implantable pulse generator (ipg) and lead were explanted. Despite good faith efforts, no additional information could be obtained.

Manufacturer narrative:
The explanted devices have not been returned. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and states that possible surgical procedural risks are: temporary pain at the implant site, infection, cerebrospinal fluid (csf) leakage and, although rare, epidural hemorrhage, seroma, hematoma and paralysis, all of which are known risks associated with the use of spinal cord stimulation (scs). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations related to the event occurred during manufacturing. Boston scientific was unable to obtain identifying information regarding the lead, as such a review of the device history record (DHR) could not be performed. The devices were not returned for analysis. However, a labelling review found that the reported event is a: known inherent risk of device, which is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). B3: approximated based on the date the manufacturer became aware of the event d6b. Exact date of explant is unknown. Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in event: model number/catalog number: unk / scs-paddle leads, serial number: unk, batch/lot number: unk, model/catalog description: unk, unique identifier (UDI) #: unk.